Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room due to an unrelated condition and the device was found to be in backup mode. It was alleged that the device battery was prematurely depleted. The device was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.